Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead with the distal tip measuring 49.5 cm was returned for analysis. External insulation abrasion breaching the optim sheath was noted at 47.8-48.0 cm from the distal tip consistent with friction to the device can with insulation beneath found intact.

Event description:
This report is to advise of an event observed during analysis.